Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one 6.5mm/3.2mm double drill guide (part# 312.67, lot# unk) was returned with a broken drill bit stuck inside the 3.2mm guide. Reduction forceps with points (part# 398.41, lot# t975225) was received with the tips bent. The bit likely broke while drilling off axis, also causing the broken distal piece to become lodged in the drill guide. The forceps likely became bent due to wear or excessive force during use. The complaint is confirmed. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: it is unknown when the malfunction originally occurred; however, it was discovered on (B)(6) 2015. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: march 28, 2012. There were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lots hb424398 and kr89465, is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 47.7 hrc and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports the following event: it was reported that a drill bit broke off inside of a drill sleeve and that a pair of forceps was not holding properly. No known patient or surgical involvement. This report is 2 of 2 for (B)(4).